Manufacturer narrative:
The patient was born on an unreported date in 1952. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as ¿noncompliance to sterile technique¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Eighteen days after onset, the treatment with antibiotics was discontinued. On the same day, the dianeal therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.